Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported that the patient had a sudden return of shaking in the arms and head a few weeks prior to this report. The device was charged, but they were not sure they did everything correctly. The patient¿s programmer showed that stimulation was off. The lightning bolt had not been seen for about a week. Stimulation was turned back on and the patient felt a sudden huge jolt in their head, arms and body. The patient reportedly wanted to rest. It was note that the next programming session was scheduled for (B)(6). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that, in the past, the patient accidently turned off their ins once and when they turned it back on the felt a ¿big jolt¿. The patient also indicated that when the stimulation was turned off, their symptoms returned described as tremors in their head and hands. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The hcp didn't have a recent weight of the patient. The cause was unknown but they noted the patient likely turned the device off accidentally and when they turned on had a reaction to the stimulation coming on suddenly. The hcp will assess the impedances and have them leave the device on.